Manufacturer narrative:
It was reported that led light 3 won't power on and service light is flashing on wall. A stryker field service technician (sfst) was dispatched to investigate this complaint. The sfst reported that during his visual inspection, he found that the horizontal arm of the suspension had separated from the central axis by about 3/4 of an inch. He removed the central axis cover and found that the retaining nut was missing. For safety purposes, the light head was removed from the suspension. A replacement suspension was ordered, and the sfst returned to replace the unit. The new suspension was installed, and functional testing was performed. The suspension passed all testing and the issue was resolved. There was no patient involvement, no injury and no adverse consequence reported.

Event description:
It was reported that led light 3 won't power on and service light is flashing on wall. There was no patient involvement, no injury and no adverse consequence reported.